Event description:
It was reported that the patient's ams ultrex was removed and replaced with a new ams 700 cx inflatable penile prosthesis due to unspecified reason. Additional information received stated that the pump was not inflating properly due to device malfunction. The patient condition was good post procedure.